Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level. Reportedly, the customer was dizzy and fell. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.